Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error alarm. Customer stated that she was sitting at a park when the alarm occurred. Customer's blood glucose was 473 mg/dl at the time of the incident. Customer stated that she treated with a syringe to bring down her blood glucose. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. No button error alarm noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test a21 test and all operating current measurement due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.